Manufacturer narrative:
Evaluation summary: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery

Event description:
Event: (cc# 97-01487) after iabp for several hours, the iab leaked. Blood was noted in the tubing and the iab was removed. A second iab was inserted into the pt. On 1/15/1998, datascope received the voluntary medwatch form from the FDA; triage unit sequence number: 75243 and the following info was reported: the iab ruptured while in the pt. On 1/19/1998, the following was reported to datascope: blood was seen in the catheter tubing and pumping was stopped. The catheter was removed and a new iab was inserted. [Event complications]: none from the event - reported 12/10/1997 and 1/19/1998. [Pt's current status]: discharged-rpt'd 1/19/1998.